Event description:
Initial hemoglobin alc result 9.2%, sample was rerun, recovered hemoglobin a1c 6.6%. Incorrect result was not used to provide patient treatment. Field service representative ran an fp photometer workstation test, found it did not pass the stated specifications. He cleaned, adjusted and lubricated the analyzer rotor.